Event description:
The reporter stated that the surgeon was inserting an aspheric three piece collamer lens model cq2015a and the lens was torn. The surgeon removed the lens and replaced it with no pt injury. It was reported that the lens was torn due to a loading error.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows one haptic is torn off and there are two small tears in the optic of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.